Event description:
Note: the date of event is unknown. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02762 for the other associated device information. It was reported to boston scientific corporation that two excelon transbronchial aspiration needles were used during a bronchoscopy procedure. According to the complainant, the first needle was extended into patient tissue, then back aspirated to collect tissue in needle tip. The physician then attempted to retract the needle, but was unsuccessful due to a bend in the device. A second needle was used, but again failed during withdrawal. The catheter could not be removed from the scope working channel, so the entire scope was removed. The physician was then able to retrieve the tissue samples from both needles and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
Note: the date of event is unknown note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02762 for the other associated device information. It was reported to boston scientific corporation that two excelon transbronchial aspiration needles were used during a bronchoscopy procedure (patient age, gender and weight are unknown). According to the complainant, the first needle was extended into patient tissue, then back aspirated to collect tissue in needle tip. The physician then attempted to retract the needle, but was unsuccessful due to a bend in the device. A second needle was used, but again failed during withdrawal. The catheter could not be removed from the scope working channel, so the entire scope was removed. The physician was then able to retrieve the tissue samples from both needles and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device would not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.